Event description:
Literature was reviewed regarding active and passive cardiac indexes as predictors of outcomes after left ventricular assist device (vad) implantation. The authors described patient deaths; however, the causes of death were unknown and categorized as all-cause in-hospital and all-cause 30-day mortality. Patients with lower active cardiac index (actci) experienced more postoperative complications and patients with higher passive cardiac index (pasci) had more complications. There were patients in both groups who experienced early right ventricular (rv) failure, acute renal failure which required dialysis, respiratory failure, hepatic dysfunction, epistaxis, subarachnoid hemorrhage/subdural hematoma/epidural hematoma, transient ischemic attack (tia), stroke, gastrointestinal bleed (gib), and pump thrombosis. Patients underwent tricuspid valve surgery replacement and repair, aortic valve surgery, coronary artery bypass graft, and the implant of a right vad. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: active and passive cardiac indexes as complementary predictors of outcomes after left ventricular assist device implantation. The journal of thoracic and cardiovascular surgery. 2026. 171:218-28. Doi: 10.1016/j.jtcvs.2025.09.005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.